Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 52 mg/dl at the time of incident and current blood glucose level was 196 mg/dl. Customer¿s other blood glucose levels were 58, 78, and between 300 and 450 mg/dl. The customer was treated for high blood glucose with manual injection. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer was on auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.